Manufacturer narrative:
D10. Concomitant products: gs-824, gs-824 sofsilk* 0 blk 75cm v30 x36 (lot d5k3565y); gs-824, gs-824 sofsilk* 0 blk 75cm v30 x36 (lot d5k3565y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pacemaker implant procedure, when the needle was being removed from the retainer, prior to patient incision, the needle detachment from the suture was observed. This was reported to have occurred three times. To resolve the issue, a new suture from a different brand was used.